Event description:
It was reported that device failure to adjust speed occurred. A rotablator capital equipment was selected for use. During the procedure, it was noted that the device failed to switch between high and low speed in normal mode. The procedure was completed with this device. No patient complications or other additional intervention reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that device failure to adjust speed occurred. A rotablator capital equipment was selected for use. During the procedure, it was noted that the device failed to switch between high and low speed in normal mode. The procedure was completed with this device. No patient complications or other additional intervention reported.